Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the light-emitting diode was missing segments and that one side bail cover was broken and one was missing. Analysis also found that the upper case was damaged, two control knobs and the lower case were broken and one side bail was bent. It was noted that the light-emitting diode flex would be replaced as a preventive. (B)(4).

Event description:
It was reported that the top segments of the external pulse generator's liquid crystal display were missing on the rapid atrial pacing display. It was further reported that the strap loop on the right side of the generator was broken off, and it was requested that it be calibrated if needed. The generator was returned for service. There was no patient involvement.